Event description:
It was reported that the patient experienced ineffective therapy with the drg system. Investigation was unable to identify which lead attributed to the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7234773. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7234784. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7234784.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.